Manufacturer narrative:
(B)(4). Code 213 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Code 22 ¿ per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2018, a follow-up computed tomography scan reportedly revealed a type ib endoleak at the distal end of a contralateral leg component (plc161200j/15147965) on the left side. A type ii endoleak was reportedly also identified. On (B)(6) 2018, the patient underwent a re-intervention procedure whereby an additional contralateral leg component was implanted distally to treat the type ib endoleak. The type ib endoleak was reportedly resolved, and the patient tolerated the procedure. No treatment was rendered for the type ii endoleak at this time, and the patient will continue to be monitored.

Manufacturer narrative:
Correction to date of event (B)(6) 2018.